Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The unknown zimmer screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device was located on an unknown tooth site for approximately 4 months prior to the event. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The retightening was noted to resolve the issue, but is considered off label use.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that an unknown zimmer abutment loosened. Doctor retighten the screw. Implant is intact.